Event description:
The patient reported front four teeth on lower arch are loose and right lower incisor is still hitting my upper teeth when biting together or chewing food and pushing it back out of alignment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.